Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information b2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Attachment: article titled ¿transcatheter edge-to-edge repair for chronic functional mitral regurgitation in patients with very severe left ventricular dysfunction".

Event description:
This is filed to report death. It was reported through a research article that 96 patients underwent transcatheter edge-to-edge repair (teer) from january 1, 2013 to december 31, 2020. Within one year of undergoing a mitraclip procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled "transcatheter edge-to-edge repair for chronic functional mitral regurgitation in patients with very severe left ventricular dysfunction."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause for the reported patient effect of death could not be determined as no case-specific details were provided. Death, is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.